Manufacturer narrative:
Concomitant medical products: product ID:37791, product type:recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states "its not charging". Pt states she sees an information with a big thick circle and a line running up and 3 arrows, it was reviewed this is a reposition antenna screen. Pt states for two days she is not able to charge and not getting stimulation. Pt states her legs are starting to spasm for 2 days because this is hot. The troubleshooting steps that were taken on the call resolved the issue. Pt was able to get the boxes on the screen during call however pt states always drops off again and doesn't know how long she's gone without juice in her ins. There was poor coupling. A replacement recharger (insr) antenna was sent out. Additional information was received. It was reported that it was thought that the cause was the antenna. Replacement of the antenna after troubleshooting over the phone was taken. It was reported that it is some better but still shuts off without notice.